Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were unable to fill insulin with the reservoir. The customer also reported that they were unable to push air from the reservoir into the insulin vial. The customer's blood glucose was 271 mg/dl at the time of incident. The customer stated that they treated the blood glucose by bolus. The reservoir will be returned for analysis.